Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported the nav ring was not working. There was no patient involvement. The field service engineer (fse) confirmed the nav ring was not working. The fse replaced the front bezel and the issue was resolved. The unit has been returned to service.